Event description:
Operating room surgical team member placed the first staple and the stapler fired appropriately. The staff member re-loaded the stapler but they could not get it to fire again. They discontinued the use of the stapler and retrieved a new one.